Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device does not recognize when the door is open, which was reproduced during evaluation. The cause was determined to be loose mechanism screws and a misaligned lower latch switch. The mechanism was installed, and lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize when the door is open. The reported problem occurred during testing in biomed service department. There was no patient involvement. No additional information is available.